Manufacturer narrative:
(B)(4). The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08755 inches. The stop current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The pump uploaded properly using carelink. The pump had intermittent button response on the act button due to flattened dome switch. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No drive/motor anomaly, motor error alarm or unexpected motor noise noted. The motor was tested outside of the unit and passed. No crack display window or cracked lcd glass noted. The pump had minor/deep scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker

Event description:
The customer reported via phone call that insulin pump had motor error and esc button sometimes harder to push once in a while. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had crack on the screen near the bottom compartment and scratches on screen and also rewind was louder. The insulin pump will not be returned for analysis.